Manufacturer narrative:
Aso was unable to obtain returned samples from consumer as this has not provided contact information. However, aso was able to obtain a lot number and performed test for adhesion properties. In addition, aso reviewed records of biocompatibility tests for materials used to manufacture the same type of products. Refer to section of this report for further details.

Event description:
Consumer reported that the skin on his nose is coming off due to the adhesive on the device being too strong.